Event description:
In the laser system, the pc unit does not start.

Manufacturer narrative:
The pc was defective, after its replacement the laser system restarted to work. We are unaware about patient injury.